Event description:
The biomedical engineer (bme) reported that waveforms did not align with the alarms that were recorded in full disclosure and arrythmia recall at the central nurse's station (cns). Additionally, the patient's name for one tile on the cns was dropping off. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that waveforms did not align with the alarms that were recorded in full disclosure and arrythmia recall at the central nurse's station (cns). Additionally, the patient's name for one tile on the cns was dropping off. No patient harm was reported. Investigation summary: a root cause in this event could not be determined as the required documents and materials were not provided by the customer for analysis. The customer had provided logs which were not correct. As the logs were not provided in a timely manner, analysis of the device logs could no longer take place. A similar issue was reported at a later date for the same device in which an irc was initiated, and the event logs of that device were reviewed by nkc. Nkc investigated the provided image data, and it was found that the arrhythmia recall waveform and full disclosure waveform were different at the same point in time. This is due to the performance limit of the monitoring network. The full disclosure waveform data is created by storing the real time waveform which is sent from the bedside monitor at intervals of approximately 256 msec to the central monitor. The real time waveform sent doesn't have a time date, therefore the central monitor assigns the waveform the time that it is received. On the other hand, the arrhythmia recall date is created based on the arrhythmia analysis result which is conducted on the bedside monitor, and the set time of the waveform is created at the bedside monitor. Additionally, the waveform location where the time is assigned differs since the waveform shape is different depending on the arrhythmia types. As described above, it is assumed that this phenomenon happened due to the difference of the logic creating the relationship between the waveform and the time. Although the difference might be generated between the arrhythmia recall waveform and the full disclosure waveform at the same time as the reason described above, the same waveform is saved at a slightly shifted time. This is per product specification. The issue was investigated in irc-185 above, in which it was found that there was no issue with the device but that it was a limitation of the device. No patient information was provided, but the customer provided other complaint details. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Multiple patient receivers (orgs): model: ni sn: ni zm telemetry transmitters: model: ni sn: ni gz telemetry transmitters: model: ni sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had a patient that was having alarms and waveforms that were not matching up. They only had one example of this issue, where they see a pause alarm, but this alarm does not show up in full disclosure and arrythmia recall. The real time patient monitoring was not affected, but they could not see the alarms in the historical data features in full disclosure which displays ECG alarms and other issues and in arrythmia recall which displays ECG alarms. Nihon kohden technical support (tech support) emailed the central nurse's station (cns) event investigation guide to collect printouts and to collect log files from the cns. They also had another issue, where the cns would drop part of the patient name for one tile. They stated for some patients, they would only monitor the vitals signs and suspend the alarms. For these patients they would place the label "vs only" at the end of their names. For one tile, this vs only part would be dropped after a minute. When qa inquired if the issue was resolved, the customer responded that the issue with the alarm data not being able to be reviewed in the historical data from the full disclosure and arryhthmia recall feature had been resolved after the new virtual server went live. The issue with the "vs only" dropping off of the patient name was resolved as well. They stated that the system kept reverting back to the patient's csn (contact serial number) which made it look like the vs only was dropping off, but I believe it was refreshing the csn. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that they had a patient that was having alarms and waveforms that were not matching up. They only had one example of this issue, where they see a pause alarm, but this alarm does not show up in full disclosure and arrythmia recall. The real time patient monitoring was not affected, but they could not see the alarms in the historical data features in full disclosure which displays ECG alarms and other issues and in arrythmia recall which displays ECG alarms. Nihon kohden technical support (tech support) emailed the central nurse's station (cns) event investigation guide to collect printouts and to collect log files from the cns. They also had another issue, where the cns would drop part of the patient name for one tile. They stated for some patients, they would only monitor the vitals signs and suspend the alarms. For these patients they would place the label "vs only" at the end of their names. For one tile, this vs only part would be dropped after a minute. When qa inquired if the issue was resolved, the customer responded that the issue with the alarm data not being able to be reviewed in the historical data from the full disclosure and arryhthmia recall feature had been resolved after the new virtual server went live. The issue with the "vs only" dropping off of the patient name was resolved as well. They stated that the system kept reverting back to the patient's csn (contact serial number) which made it look like the vs only was dropping off, but I believe it was refreshing the csn. No patient harm was reported.